Event description:
It was reported that, this right ventricular (rv) lead was explanted and replaced due dislodgment and high pacing thresholds, cause by a possible twiddler syndrome. No additional adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead was explanted and replaced due dislodgment and high pacing thresholds, cause by a possible twiddler syndrome. No additional adverse patient effects were reported.